Manufacturer narrative:
(B)(4). During event history log review, an increased intra-peritoneal volume (iipv) event was identified (high drain error 106). The cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A high drain error 106 (night drain six) alarm was identified in the log of a returned homechoice device. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2013 16:33:03. No additional information is available.